Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, product type: adapter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0206679270, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
Additional information received reported that the pocket was very red and very thin. It was noted that the skin was suffering and there was a major infectious risk. It was noted that a surgery was performed (B)(6) 2014 where the implantable neurostimulator (ins), leads and extensions were disconnected and the adaptor and extensions were explanted. It was noted that 2 new extensions were implanted and the ins was repositioned in the abdomen. It was noted that the previous extensions and adaptors were destroyed after explant. It was noted that the patient had no interruption of dbs therapy efficacy during the whole process and it was too early to conclude about skin recovery. It was noted that the health care professional's (hcp) hypothesis about the event was that the skin erosion was due to the ins's square shape and the additional volume of the adaptor. It was noted that even if the adaptor was implanted beside the ins and not under, after the enlargement of the pocket the adaptor may move under the ins after surgery because there was no hole to fix the adaptor and this may increase the volume of the pocket which may cause skin erosion.

Event description:
It was reported that there was an explant planned for (B)(6) 2014. There was skin erosion at pectoral site. A surgical intervention was the action required as result of the event to reposition in the abdomen. No diagnostic testing or troubleshooting was performed. Issue was not resolved. The cause of the issue was determined, according to the healthcare professional the shape of the device, square corners, and the volume of the global implanted, device and adaptor. Patient was alive with no injury. Erosion was at the device pocket. Additional information was requested but had not been received as of the date of this report.